Manufacturer narrative:
No discrepancies were noted in the finished goods device history record for the complaint lot. There was no patient injury: however, connection between catheter and connector was not secure and leaked blood. One sample was received without its original packaging. The collar exhibited tearing, and the catheter tubing closest to the hub appeared stretched, both of which indicate strain on the collar/catheter tubing near the hub. The catheter was then tested for leakage using dyed water. The leakage was confirmed and came from the area where the catheter tubing and the hub meet. A control catheter made using the same procedure as the returned product was pulled from stock for comparison. The control catheter passed the in-production leak testing, as well as leak testing conducted in the laboratory using dyed water. A potential cause for the leakage was excess strain on the collar and catheter tubing. Such strain could have been applied to the catheter at several times during the catheter's life, including handling in the field. It was noted by the user that the two additional samples in the hospital stock did not leak.

Event description:
(B)(4) one of two. During procedure, the physician found blood leak at the connection between catheter tube and connector. As a result of gmkk investigation, we found leak at the connection between catheter tube and connector. We checked additional two samples in hospital stock. (Lot:11097078), we didn't find leak on these ones.